Event description:
It was reported that after a surgical procedure using a zip surgical skin closure device the patient presented with acquired hyperpigmentation. The patient had previously experienced a similar event with acquired hyperpigmentation. No medical intervention has been reported as a result of the event.